Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the device was shutting off on its own multiple times per day. The patient can feel it completely turn off and turn on again. This started happening when the patient fell directly on her device a week ago. An impedance check and connectivity check were both performed and everything came back normal and in range. The issue was not yet resolved. No further complications were reported.